Manufacturer narrative:
Corrected b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was phrenic nerve stimulation by lead. The right ventricular (rv) lead exhibited a decline in r-waves and suspected lead migration. The right atrial (ra) lead exhibited a decrease in p wave measurement, variable thresholds, increase in t hresholds and suspected migration. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two months post implant there was phrenic nerve stimulation by lead. The right ventricular (rv) lead exhibited a decline in r-waves and suspected lead migration. The right atrial (ra) lead exhibited a decrease in p wave measurement, undersensing and increase in thresholds. The leads remain in use.